Event description:
It was reported that the atrial lead polarity was programmed to unipolar due to low impedance. It was also reported that afterwards, approximately 6 months later, the lead experienced low impedance again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.